Event description:
It was reported a neonatal patient experienced hyperkalemia after the patient received total parenteral nutrition (tpn) that was compounded by an automated compounding device. Reportedly there was no potassium ordered for the tpn bag; however, the neonate ¿had high potassium levels and was not decreasing with traditional treatment options.¿ additionally, the pump was not used directly on the patient; however, without having the entire clinical picture of the patient it is impossible to rule out the pump. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and serial number are unknown; therefore, the UDI number could not be compiled. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon further information, the customer stated, "that the baby did not experience high potassium levels". Therefore, the device is no longer suspected to have caused or contributed to the event of hyperkalemia. H11: should additional relevant information become available, a supplemental report will be submitted.